Event description:
The abutment fractured inside the crown. The dentist tried to re-cement the crown inside but the patient ended up coming back with the abutment fractured. The patient was sent to a lab for an evaluation/examination and it was indeed found that the abutment broke. The dentist removed the abutment and re-did the case with a new abutment. The patient has fully recovered.